Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that insulin was dripping out. The drive support cap was noted to be normal. When checking the alarm history customer also mentioned a button error alarm and a motor error alarm. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call was 64 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.